Event description:
Lifescan/one touch ultra blood glucose meter. During 2004, four months of records were set with the wrong year date of 2008. These records are important medical history to me, my blood glucose records, my medical history. Any attempt to display the data results in those four months to be displayed out of order and tacked to the end of the data stream. I could fix this because it is a microsoft acccess file, except it is protected by a password. I only want to correct those archived dates, not steal their "proprietary" file structure. Lifescan -johnson & johnson- refuses to alllow me access to my health records. If they would fix it, I would accept that, but they will do nothing to help me correct this error. Can anything be done? What good is the archive? The year is not displayed routinely.